Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that the blood glucose is low. Troubleshooting was declined for low blood glucose level. Customer changed meter site and recorded low blood glucose for 6 hours. Customer is brittle diabetic. Customer got letter last night and there is no box. Customer started to fill out form inquired what led up to the complaint. The blood glucose level was low and below 15 mg/dl and maybe below 10 mg/dl for 6 hours. Customer sending out box of infusion set. The insulin pump will not be returned for analysis.